Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) messaged that maintenance is required. There was no harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) states that waiting for the customer to approve the quote to go onsite. Also, fse confirmed they have not heard back from the customer to go onsite to investigate the repair. The investigation shall be closed now. If any additional information received about repair the complaint will be reopened and updated it. The patient involvement was unknown but no harm was reported. This pump has been refurbished from model 0998-00-0800-53 cardiosave hybrid, type b plug to 0998-uc-0800-31 cardiosave hybrid, type I plug refurbished. Device identification information is supplied in accordance with the original labeling. This event occurred in australia on a device similar to devices available in the united states.

Event description:
N/a.